Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose. The customer blood glucose level was 24 mmol/l at the time of incident. The insulin pump had insulin pump error. The customer was not using the auto mode feature. The insulin pump will not be returned for analysis.